Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) batteries were defective. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h4, h6, h10.